Event description:
As the fifth coil [subject device] was being deployed into the aneurysm in the posterior communicating artery. It prematurely detached outside the microcatheter. The physician was able to push the remaining coil into the aneurysm. The pt was reported to be stable following the procedure. Attempts to obtain further info have not been successful.